Manufacturer narrative:
The article and lot number of the emdogain was not reported by the clinician to straumann. However, additional info received on (B)(6) 2012 from the clinician states that the op took place on (B)(6) 2012. (B)(4). The review of the complaints database confirmed that we have not received any further similar complaints with this lot number. The MFR received MFR reviewed mfg batch records and confirms that the product was release according to specification. A previous evaluation by an allergist status that the allergy potential of emdogain is very low.

Event description:
Clinician reports that he used emdogain in the treatment of a class 2 facial furcation in site 19 on (B)(6) 2012. He debrided the site, used prefgel and then emdogain. Normal post-op. Two weeks later the pt presented with moderate pain in site. The site was erosive with dramatic erythema and edema. Clinician reports that the general observation on wound healing was that it was irritated and inflamed. Healing remarkably slow with significant slough of attached tissue. Appears to be localized allergic reaction. The flap was not too thin nor was the vasculature compromised. A further surgery is necessary to correct the soft tissue result defects.